Manufacturer narrative:
Per the customer, the calibration appears to be acceptable. The customer also indicated that the qc results were within the established ranges. Service was not dispatched for this event as this was a reagent related issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive synchron lx rheumatoid factor (rf) results that were generated by the synchron lx20 pro clinical system. The erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.